Manufacturer narrative:
Received one (1) used cadd cleo infusion set. As received, an infusion site was returned. The adhesive pad was present with the adhesive flange showing signs of use. The cannula was observed to be bent from its original orientation. No other damages or anomalies were observed. The complaint of an adhesive issue can be confirmed. The probable cause is unknown. The device history record of reported lot number 4461417 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that person with diabetes pwd experienced issues with attempting to insert cleo infusion sets. Investigation found a reportable malfunction was identified due to a bent cannula observed from its original orientation. No patient harm was reported.